Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.